Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was not connecting to the server port. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not connecting to the server port. A technical support specialist found that the device needed to be fully synced since it had expired messages due to being disconnected from the server for too long. The full sync was completed, and the customer gave permission to close the case. The system functioned as intended after the technical support specialist resolved the issue.